Event description:
During cholecystectomy, clips on cystic duct did not close properly. This was noted after cystic duct had been cut. First set (lot #j4567m) failed, then second set (lot #k4563n) failed. Third set (lot #k4563n) worked. Intraoperative cholangiograms taken. T-tube placed. Apparently no long-term harm to pt, no bile leak or late complications developed.